Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the reamer head was broken into four pieces inside the patient's tibia. All the pieces of metal are retrieved. There was a 1.5-hour surgical delay. The procedure outcome and patient status are unknown. Concomitant device reported: ria 2 bone harvesting kit (part# 03.404.000s, lot# 321p622, quantity 1). This complaint involves two (2) devices. This report is for (1) unk - reamers this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - reamers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the reamer head was broken into four pieces inside the patient's tibia. All the pieces of metal are retrieved. There was a 1.5-hour surgical delay. The procedure outcome and patient status are unknown. Concomitant device reported: ria 2 bone harvesting kit (part# 03.404.000s, lot# 321p622, quantity 1). This complaint involves two (2) devices. This report is for (1) unk - reamers this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - reamers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: the complaint device was not received for investigation. An investigation was performed based on the image provided. The image was reviewed, and the complaint condition can be confirmed. The tangs of the reamer head are broken off, fragments are shown on the picture. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation (pie) was initiated to define any further action related to the breakage. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2021, during suprapatellar tibial nail the surgeon attempted to ream the tibia using the 12.0mm reamer head for reamer irrigator aspirator (ria) 2 system. The outer plastic shaft shattered and the little pieces of metal that hold the reamer head was broken into four pieces inside the patient's tibia. It happened in the proximal shaft just distal to the bend. All the pieces of metal are retrieved. There was a 1.5-hour surgical delay. The procedure outcome and patient status are unknown. This report is for (1) unk - reamers. This report is 1 of 2 for (B)(4).